Event description:
Sorin group (B)(4) rec'd a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group (B)(4) received a report that the s5 pump touch screen was unresponsive during set up. Investigation found that during the hardware analysis it was determined that liquid penetrated into the touch screen causing the issue. The touch screen was scrapped. No nonconformities were noted during the device history record review regarding this issue. A CAPA was implemented and is on-going to determine actions for this issue.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfg the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.